Manufacturer narrative:
This report is submitted on april 27, 2022.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations. Subsequently, the device was electively explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 24, 2022.